Manufacturer narrative:
Establishment name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state, province or territory: ca, post office or zip code: 91325. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient reported hyperglycemia and treated with pump caused due to patient doesn't have sufficient subcutaneous tissue where set is inserted led to bent cannula. No further information was available.